Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) have been completed. The reported problem (patient death) was investigated. As received, the monitor and electrode belt passed incoming testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor - 11/10/2014, belt - 05/06/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away in an nursing facility while wearing the lifevest. The patient reportedly had been sleeping and was awoken by the treatment. The patient reportedly screamed then lost consciousness. Conflicting report indicates that the patient was alert but did not press the response buttons. The patient's nurse reportedly performed CPR. The sequence of events is unclear. Review of the download data indicates that the patient entered bradycardia at 40bpm and that CPR was present on the patient's ECG beginning at 04:24:58 on (B)(6) 2019. The patient's rhythm transitioned to asystole at 04:29:31. The lifevest delivered two treatment shocks during asystole at 04:32:18 and 04:33:39. Oversensing of low amplitude cardiac signal and CPR artifact contributed to the detection. The patient's rhythm remained in asystole and the device was shutdown at 04:35:48. Asystole is considered a non-life sustaining rhythm. The patient reportedly passed away at 05:15:xx.